Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2008, 6947-65 lead, implanted (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about eight days after a routine device change-out, the left ventricular lead had low impedance and an alert was triggered. The threshold had not increased, so the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.